Event description:
The event involved an anti-reflux valve (check valve with male/female luer lock) leak when in use with a central venous catheter (cvc). This caused all the patient's (unspecified) sedation medications to leak on to the bed. The patient was intubated, sedated, and under muscle relaxants, in the prone position because she was in severe respiratory distress. Suddenly, she began to raise her head. The clinician reacted immediately by securing her and notifying the doctor. All the tubing was changed as a precaution for this instance. The patient was in danger. She was improperly sedated, resulting in uncontrolled respiratory distress. Actions taken at the healthcare facility for patient management: duty physician and management were notified. This report captures second of two occurrences for the patient.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.